Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned item shows the end of the mallet broke off. This device also exhibit signs of signs of significant wear/usage. The manufacturing date for this device is 2002. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the nail broke while being removed. No delay reported. No harm to patient.